Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k021819.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch ultrasmart meter was powering off during use. The customer service representative (csr) was unable to reach the lay user/ patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient reported the alleged issue began approximately a week ago prior to contacting lfs canada. The patient claimed he manages his diabetes with combinations of oral medication and insulin (type/dose not specified). Despite the alleged issue, the patient claimed he did not take any action regarding his diabetes regimen. A couple of days after the alleged issue began, the patient reported he was experiencing "too high and too low blood sugar" symptoms. In spite of the symptoms, the patient indicated he did not receive any medical treatment. At the time of troubleshooting, the csr noted the patient was not a first time user of the subject meter, the meter was not misused, the meter did not require battery replacements, and the patient was educated on the meter's behavior and auto-shutoff; however the alleged issue was not resolved. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.